Manufacturer narrative:
Analysis of 97755 ((B)(6)) recharger found poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues charging their implant and the issue began about a month and a half ago. Patient stated the controller would be at 100% and they would start charging the implant and all of a sudden the controller would drop to 60% and patient couldn't charge anymore. Patient also stated the charge quality would only go to good and wouldn't let them get past 40%. Patient commented the recharger paddle and relay box gets hot. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the controller port. Patient mentionedthe recharger cord looks like it was trying to slide out of the paddle and the paddle/cord area was frayed. The issue was not resolved. A request was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.